Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trial procedure. During the procedure, the doctor was unable to advance the lead after multiple attempts. In turn, the procedure was extended 45 minutes. As a result, the procedure was abandoned.